Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to possible lead damage or loosened set screw. An x-ray was recommended to confirm the lead position and the lead was recommended to be cleaned and tightened. The patient was stable during and after the event, and currently being monitored remotely.